Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked case (battery tube), minor scratches on case and minor scratches on lcd window.